Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the final investigation. Updated fields: d9, g1, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. It was likely that the staff conducted the work without following oer-aw instructions for use (IFU) and used enzyme detergent which was not designated for the oer-aw. Substances of the enzyme detergent may have adhered to the reprocessing basin, inside the lid, and inner wall of disinfectant tank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event is detectable and preventable by handling the device in accordance with the following IFU: oer-aw operation manual] 3.5 inspecting the remaining quantity of detergent, and preparation. Oer-aw installation manual 4.11 addition of the detergent (this procedure is not applied when using disposable tank). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had used a chemical solution not specified.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device reprocessing, the endoscope reprocessor exhibited white powdery substances on the inside of the lid of the reprocessing basin and in the disinfection solution groove. There was no patient involvement in this event.